Event description:
It was reported the customer had a battery out limit alarm. Customer's blood glucose 438 mg/dl. The customer had treated their blood glucose with 8 units of insulin by injection. It was also found the customer had a failed battery test alarm. The customer stated there was no damage or corrosion to the battery compartment. It was also found the customer's insulin pump did not alarm failed battery test after troubleshooting. The customer also reported a low battery alert occurring. Advised the customer to monitor their insulin pump. Customer will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.